Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scar ("scar"), abdominal adhesions ("tissue adhered to abdominal wall") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral hysterectomy with hysterotomy and cervicectomy). Essure was removed. At the time of the report, the pelvic pain, scar, abdominal adhesions and endometriosis outcome was unknown. The reporter considered abdominal adhesions, endometriosis, pelvic pain and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 2, 3 & 4 proceed together- social media received: newly added events - scar. Reporter was added. On 20-mar-2020: social media received: case become incident, essure device removed, reporter was added. On 20-mar-2020: social media received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.